Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose level. The customer's blood glucose at the time of the incident was 385 mg/dl and customer's current blood glucose was 452 mg/dl. The customer was assisted with the troubleshooting for the under delivery and high blood glucose level. The insulin pump will not be returned for the analysis.